Event description:
It was reported that the tps handpiece cord gave a bias current during performance testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
The device was not returned for evaluation; it is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted if the device is received and evaluated.

Manufacturer narrative:
Additional information will be submitted once the device is received and evaluated.

Event description:
It was reported that the tps handpiece cord gave a bias current during performance testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.